Manufacturer narrative:
(D10) concomitant devices: 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5: (B)(6). 02-022-44-4510 - truliant tib imp psc insert sz 4.5, 10mm: (B)(6). 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t: (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side, then a closed manipulation under anesthesia for stiffness, approximately 2 months post operatively. Subsequently, the patient is now experiencing inflammation with pain and stiffness. As a result, approximately 1 year after initial replacement, the patient underwent aspiration to the right knee. No further impact to the patient was reported. No other information is available.